Manufacturer narrative:
Date of event: approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). The returned flexiva ID 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 313.9 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition. When connected to the laser console, the fiber rfid was able to be recognized. There was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the laser console was able to successfully recognize the laser fiber rfid. Additionally, there was no light from the sma connector, indicating a fracture within the fiber connector. It is likely that procedural handling of the device during set-up contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 200 laser fiber was used in an unknown procedure performed on an unknown date. During the procedure, the laser fiber did not work and a laser error came up. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.